Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was pulled out together with the device and hemostasis was not achieved. The device was withdrawn together with the sheath after plug deployment. There was no reported patient injury. The device was used in an interventional procedure. The procedure involved retrograde puncture using a 6f non-cordis sheath. The operator had many years of experience with the device. The device was retracted at an approximate 45° angle, and after pulsatile blood flow in the indicator stopped, it was further withdrawn by approximately 1 cm. There were no difficulties connecting the vascular sheath introducer with the device. The indicator window changed from black-white to black-black. The deployment button was fully depressed and flushed against the handle, and the device and sheath introducer were removed as a single unit within 1¿2 seconds. The indicator wire was not visible upon removal. The device was used in an interventional procedure, and hemostasis was achieved via manual compression. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.